Event description:
This rv lead was implanted on (B)(6) 2007, and remains implanted at this time. A call was united states placed to technical services on (B)(6) 2018, stating that there was rv pacing lead impedance out of range on (B)(6) 2018, but not seeing any out of range values. No episode with noise on rv channel. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).